Event description:
The complainant reported an under-delivery. After hanging 900ml of enteral solution to be delivered over a six hour period at a rate of 145ml per hour , it was reported that no feed was delivered.

Manufacturer narrative:
(B)(4). The device reported, list number (B)(4), is an abbott nutrition product that is marketed internationally, which is the same or similar to a device (list number (B)(4)) that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.